Event description:
The doctor reported that the implant was removed due to osseointegration failure approximately 1 month and a half after initial implant placement. Bone quality around the area was type ii, and oral hygiene around the implant was moderate. During the surgery pain was reported. The patient has since recovered.